Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse evaluation report - inspiratory pressure and expiratory flow was calibrated however the expiratory pressure failed the calibration. The ventilator will need a replacement gas delivery engine (gde).

Event description:
The customer reported while using the pre-use check, the avea ventilator became inoperable. The customer reported the ventilator was giving "circuit occlusion, high peak pressure (ppeak) in which the safety valve opened. The ventilator was on neonate mode. The customer reported no patient involvement or allegation of patient harm.